Event description:
Stent became dislodged from balloon delivery system after failed attempt at positioning at the site of the coronary lesion. Attempts at retrieving the stent were unsuccessful, so the stent was deployed in the proximal portion of the vessel.